Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure pod of an oxiris set was observed to be "defective" and leaked blood during continuous renal replacement therapy with a prismaflex machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2025-00356. All information can be found under manufacturer report number 8010182-2025-00356. Should additional relevant information become available, a supplemental report will be submitted.